Event description:
Patient status post repair of left 3rd metacarpal fracture with three screws, implanted on (B)(6) 2012, returned to surgeon on an unknown date experiencing swelling which is not yet resolved. Patient consulted an allergist and it is a suspected metal allergy. The surgeon currently is cancelling the allergy testing and has determined it is a different reason. Additional information has been requested. This is 1 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.